Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Within 5 months, the estimated longevity decreased from 2.5 years to 10 months remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This pacemaker remains in-service. No adverse patient effects were reported.